Event description:
Per affiliate: it was indicated that the reservoir compartment door and luer lock were loose. The reservoir fell out of the pump and the customer accidently injected a large amount of insulin. No further details.